Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during catheter placement procedure, the catheter was broken without resistance when the catheter was pulled lightly for length adjustment. The physician stated he did not use strong force during the handling of the catheter. There was reported no patient injury.